Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of fiber connector overheats. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an accutrac 200 laser fiber was used in the ureter during a flexible ureteroscopy procedure performed on (B)(6) 2016. Reportedly, the laser unit used was a dornier console set at less than 50w power. According to the complainant, during the procedure, the laser fiber connector overheated. The device was replaced with a second accutrac 200 laser fiber and the procedure was successfully completed. There were no user injury nor patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.